Manufacturer narrative:
Consumer reported implant osseointegrated, it also achieved primary stability.

Event description:
Consumer reported implant osseointegrated, it also achieved primary stability.